Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/13/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or injury? What is the condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a perineum laceration procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle while sewing the first stitch. The needle remained in the perineum tissue but the needle was found with the needle holder. Changed another one to complete the surgery. No additional information could be provided.